Event description:
During the procedure, the orbit rdfl complex mini coil (638mf0407) stretched. There was no adverse event reported with the event. It was reported that the coil unraveled during placement. The target site was the a-com with an aneurysm that measured 4.3mm, neck 2mm, secular and the neck to sac ratio was 2.1. No balloon remodeling was utilized. An adequate continuous flush was maintained through the mc at all times, and the (mc) microcatheter (unknown brand) was not re-shaped prior to use. During the initial insertion of the coil delivery system, no resistance was noted at any time during advancement of the coil through the mc, and the mc was not kinked. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During the repositioning process, the coil was not utilized like a guidewire, coil left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. The same microcatheter was utilized to complete the procedure, since there were no damages on the mc. Other than the reported event, no other damages were noticed with any other section of the device. No further information was available.

Manufacturer narrative:
During the procedure, the orbit mini coil was reported to have stretched and unraveled during placement. The target site was the a-com with an aneurysm that measured 4.3mm, neck 2mm, secular and the neck to sac ratio was 2.1. No balloon remodeling was utilized. An adequate continuous flush was maintained through the microcatheter at all times, and the mc (unknown brand) was not re-shaped prior to use. During the initial insertion of the coil delivery system, no resistance was noted at any time during advancement of the coil through the microcatheter, and the microcatheter was not kinked. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During the repositioning process, the coil was not utilized like a guidewire and the coil was left in the aneurysm sac while repositioning the microcatheter. After repositioning, there was no resistance noted when the coil was advanced. The same microcatheter was utilized to complete the procedure. No further information was available. There was no adverse event reported with the event. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Support coil and embolic coil were out of the introducer which was unzipped and separated of the device (stopper and zipper were not received). Introducer also presents some waves. Hypotube and support coil presented kinks. Embolic coil presented kinked and stretched sections. Residues of blood were found inside of the introducer. Gripper was inspected under microscope and it was found compressed. Damages on the embolic coil were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13456572 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure as "coil - unraveled/stretched" was confirmed during the analysis. Neither the analysis nor the DHR review suggests that the failure reported and the hypotube and support coil damages as well the compressed sections in the gripper, could be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. Procedural factors appear to be contributed to the failure reported; therefore no corrective actions will be taken at this time. The failure reported stretched coil was confirmed. The cause of the embolic coil unraveled/stretched could not be conclusively determined; however, based on the condition of the returned product it appears that procedural factors, possibly vessel characteristics, and device manipulation contributed to the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.